Event description:
During a cardiac arrest call a defibrillator attached to the pt failed to operate properly, the lifepak 12 was attached to the pt during transport as the back up defibrillator. Reportedly the device would power on and then immediately loose power. The device operator tried several more times to turn the device on; each time the device would power up and then immediately loose power. The battery packs were replaced with the same result. This failure occurred as the pt was entering the hosp grounds. The pt was immediately transferred to the hospital's defibrillator and care to the pt was continued. The pt was not resuscitated. The reporter stated the pt's outcome was not a result of device operation.

Manufacturer narrative:
Medtronic continues to investigate the reported event.